Manufacturer narrative:
The suspect product is the inform meter.

Event description:
Customer using accu-chek inform system. Customer reports meter pins 1, 2, 3, 6, 7, 8 are blackened. No melting of plastic. No adverse event reported. A request was made for return of the suspect product and a replacement was sent. Info suggests issue discovered at medical facility. Accu-chek inform system: meter, test strip info not provided.